Event description:
Additional information received reported the patient was having ¿big gushers and urges.¿ it was stated the patient was going to the bathroom every two hours as of the date of this report. It was indicated the patient had a 50% improvement in symptoms, but not anymore. No falls or traumas were reported in relation to the patient¿s changing symptom control. Stimulation was adjusted and the patient could feel stimulation in their butt cheek, depending if they were standing or sitting. It was noted the patient¿s symptoms would ¿change all of a sudden.¿ it was added the patient¿s symptoms were not as controlled as they were when they were first implanted. A second follow up report will be sent if additional information is received.

Event description:
It was reported, the patient had a loss of therapeutic effect beginning the weekend of (B)(6) 2013. It was stated, the symptoms were frequency and "going every hour". It was stated, the patient was on program one at 3.5 volts and increased to 3.8 volts. It was noted, the patient only felt stimulation intermittently depending on her posture. It was also noted that the patient stated, she felt stimulation when she stood up and it was comfortable, and she also felt stimulation depending on which leg she was leaning on. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-28 lot# va06fgs, implanted: 2013 (B)(6), product type lead. (B)(4).